Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were available. The technical support specialist determined that the issue was resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis anesthesia es system screen was not working as it was black or dead. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.